Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was inadvertently reported as a malfunction, but was later determined to not be a complaint.

Event description:
It was reported that prior to distribution, the device failed a telemetry test two times. The device was scrapped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.